Event description:
It was reported that after the initial implantation on (B)(6) 2006; revision surgery was schedule for (B)(6) 2013 to remove a broken rod.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the diapason rod was confirmed to be fractured based on x-ray and part analysis. No manufacturing files could be reviewed due to the lack of a lot number. The part was found to have witness marks at a defined origin. The failure mode was consistent with bending fatigue. It is unknown what caused the witness mark (bending procedure, tightening, retightening, excessive clamping, time in assembly). Conclusion: the likely cause is the combination of the time the construct was implanted and the weight of the patient (as outlined in the IFU).

Event description:
It was reported that after the initial implantation on (B)(6) 2006; revision surgery was schedule for (B)(6) 2013 to remove a broken rod.